Manufacturer narrative:
The insulin pump had a blank display due to corroded battery cap contacts. No unexpected low battery alarm occurred with a test battery cap. The insulin pump had minor scratches on the display window, cracked battery tube threads, a broken belt clip slot at battery tube threads area, a cracked reservoir tube lip and a missing end cap sticker.

Event description:
It was reported that the insulin pump dropped from a three foot tall dresser but there was no physical damage. After the customer delivered a bolus the display went blank and the insulin pump alarmed an error. After troubleshooting the display did not return. The customer's blood glucose was 231 mg/dl. The discontinuation of the insulin pump was advised. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.